Manufacturer narrative:
Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer¿s reported problem was confirmed. There was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 error 13-1033-149 account name: (B)(6) hospital account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: john had error 13-1033-149 in the error logs. Lvp8100 sn (B)(4) john was not able to replicate the error when he re-attached the lvp to pcu failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I recommended john to run a test and complete pm on the lvp. If no problem detected, john will put the unit back in circulation. If the error comes up again, john will re-flash software on the unit.